Event description:
The anesthesia breathing circuit was connected to the pt. It was noted quickly that air was not flowing through the circuit and the circuit was removed and replaced without pt compromise.